Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
The patient called and provided additional information. Per the patient, after the post operative heart attack complication, there were no other problems. The first fill was done within 30 days of the procedure. The patient received .5ccs. Due to excruciating pain, the fluid had to be removed two days later. Consumer states he continued to have stomach pain in which an ER visit was required. A CT scan and an endoscopy was performed which showed that the band had eroded into the stomach. The band was subsequently removed. The consumers reports being hospitalized for 19 days. During the hospitalization, the patient received feedings through an IV and drains were placed in the incision site above his "belly button". The patient states that he developed an incisional hernia at the site. The site has not completely healed. The patient was discharged home with drainage tubes and the IV, but was not being accessed. Patient states the pain has not gone away, but cannot undergo any further surgeries due to heart condition. Attempts have been made to contact the surgeon, with the permission of the consumer, with no response to date.

Event description:
It was reported two months post implant of a laparoscopic adjustable band procedure, the patient was experiencing abdominal pain. The surgeon performed an upper gi and the band was noted to be partially eroded into the gastric lumen. The band was removed with no patient consequence. The patient received 1 or 2 adjustments by the physician assistant, prior to the band erosion.